Event description:
Pt for endometrial ablation. Thermachoice device was used. The thermachoice device was primed and during the priming the monitor was saying to replace the catheter. We replaced the catheter and there were no further problems.